Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a compromised forced sensor alarm during priming. Caller was not sure if insulin pump was not dropped or bumped, but did fall on carpet. Caller stated insulin "squirt" out when attempted to prime. Caller stated drive support cap appeared normal. Customer's blood glucose was 268 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The device was unable to prime during prime test due to faulty force sensor resistor. No prime alarm was noted. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.